Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer added more insulin and was able to complete the load process. Customer reported an elevated blood glucose level of 327 (mg/dl) and administered an insulin injection to stabilize bg level.